Event description:
This case was initially received via regulatory authority (B)(4) (reference number: (B)(4)) on 24-nov-2017. This spontaneous case was reported by a consumer and describes the occurrence of abdominal pain lower ("cramps") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On (B)(6) 2014, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), menorrhagia ("hemorrhagic menstruations"), headache ("headaches"), myalgia ("muscle pain"), visual impairment ("vision disturbances") and weight increased ("weight gain"). The patient was treated with surgery (total hysterectomy). Essure was removed. At the time of the report, the abdominal pain lower, menorrhagia, headache, myalgia, visual impairment and weight increased outcome was unknown. The reporter provided no causality assessment for abdominal pain lower, headache, menorrhagia, myalgia, visual impairment and weight increased with essure. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred term (pt). In this particular case a search in the global safety database was performed on 27-nov-2017 for the following meddra pt: abdominal pain lower: n° 772 cases (excluding this case). Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Further company follow-up with the regulatory authority is not possible. Incident: no lot number or sample was available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided in a supplemental report.